Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. While hospitalized, the patient was treated with unspecified antibiotics for the event. Action with pd therapy was not reported. On an unreported date, the patient was discharged from the hospital. At the time of this report the patient reported ¿getting better¿, though ¿still feeling weak¿. No additional information is available.